Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device is no longer working. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate any power issue. Upon inspection it was observed that the device logged an event code which is indicative of the device to not recognize a shockable rhythm; however it was observed that the device could charge and shock. Stryker product assessment center further evaluated the customer's device and was unable to duplicate the power issue. The cause could not be conclusively determined. The event code was verified but the device could charge and shock. No cause could be determined.

Event description:
A customer contacted stryker to report that their device is no longer working. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.